Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of myopotential noise. The sensing vector at the time of the most recent shock was set to the alternate vector. The patient previously had an inappropriate shock while the sensing vector was set to the secondary vector. Technical services discussed the programming options with the caller. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of myopotential noise. The sensing vector at the time of the most recent shock was set to the alternate vector. The patient previously had an inappropriate shock while the sensing vector was set to the secondary vector. Technical services discussed the programming options with the caller. There were no additional adverse patient effects. The system remains implanted.